Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight is not available for reporting. Date of event: unknown for patient symptoms. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation and is still implanted in the patient. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history record review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported revision surgery with hardware removal was performed on (B)(6) 2017 to remove a screw and plate from a synthes variable angle - locking compression plate (va-lcp) olecranon that appeared to violate the joint surface as well as the removal of a synthes radial head and stem implant. The initial date of hardware implant is unknown. The patient was symptomatic (the reporter was uncertain whether the patient had pain or discomfort, therefore "symptomatic" was used as a generalization) post-operatively and was recommended to see another surgeon. A follow-up x-ray was performed on an unknown date. No reason was provided for the radial head and radial stem removal. The plate and screw were removed. The radial head implant was removed uneventfully; however, the surgeon was unable to remove the radial stem implant. Utilizing the inserter/extractor, the surgeon could not remove the stem. He performed an osteotomy on the proximal radius and was still unable to remove the stem using the extractor. The surgeon reinserted the original radial head and concluded the surgery. There was a delay of approximately five (5) minutes due to the reported event. There was no patient harm reported. This complaint addresses the need for revision surgery. Please also see related (B)(4) which addresses and reports events during the revision surgery. This report is 4 of 4 for (B)(4).